Event description:
It was reported that the wires were sticking in the device during a procedure. The account used a back up to complete the case with no allegation of adverse consequences.

Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the quality investigation, the impreglon coating on the device was worn off. This condition could cause the device to stick, and not allow the collet to release the wire.